Manufacturer narrative:
Evaluation results: a visual inspection of the returned product shows the lens is torn in half and a portion of the optic is torn off and missing. One haptic is torn. There is clear surgical residue on the lens. Conclusions - no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge and injector were not returned for evaluation.

Event description:
The reporter stated that the surgeon was inserting a three piece silicone lens model aq2010v and a haptic tore. The lens was removed without enlarging the incision. The surgeon put in another same model lens, no patient injury.